Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced trend arrows that did not accurately reflect rises and falls. No additional patient or event information is available.